Event description:
The surgeon inserted a cq2015 three piece collamer lens and removed it because he did not like the way the lens sat in the eye. The lens was removed without changing the incision and no sutures were required. Another lens was implanted. There was no patient injury.